Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to robotic colon resection, the adapter broke off and the bottom foam/adhesive fell apart. There was no patient involvement.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the device and internal components were intact with no abnormalities. The valve was opened. The surfactant was gone. The bottom panel from the foam fell off. There is some adhesive on the panel. A tactile inspection of the power switch confirmed that the switch was fully activated. The device was dismantled, and new batteries were connected to the device. The device was activated, led (light emitting diode) turned on and device was warming. The root cause of the observed condition could not be identified based on the information available; however, a review of the manufacturing process verified that controls are in place to prevent this type of condition from occurring. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to robotic colon resection, the adapter broke off and the bottom foam/adhesive fell apart. New clarify opened to complete the task. No patient involvement.